Event description:
At the time, I was using the amo complete moisture plus contact solutions. I started having blurred vision and seeing double. At which time, I went to my eyecare physician. They did x-rays exams, sent to the hosp to have an MRI done to try and find out what was causing this problem with my eyes. They did not find out what was causing this problem. I've just found out about this problem with the solution. I have some in possession now.